Manufacturer narrative:
The device was returned to olympus for inspection, based on the product inspection, olympus confirmed the cutting wire was torn, and the broken portion was scorched and melted. However, the root cause could not be identified. Therefore, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use 3-lumen sphincterotome cutting wire was broken and the coated portion of the cutting wire was torn. There was no patient involvement.